Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the circumstance leading to the problems with the scs implant was the patient had major surgery on their back and ¿it¿ did not survive. The steps taken to resolve the problems was the patient found a doctor who was willing to implant a new one. The problems with the scs implant were resolved, the patient has a new one implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient was just out of the hospital from getting the spinal cord stimulation (scs) implant and there were problems with the implant. It was noted that the patient programmer (pp) was lost at the hospital. The patient was in a lot of pain. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.